Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Review of evidence submitted by the field indicated that the noise on the ventricular channel appeared to be consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and intermittent oversensing during the implant procedure. The rv noise was present when the pocket was massaged. Boston scientific technical services (ts) discussed that the rv noise looked to be air bubbles. There was no report of pacing inhibition with greater than two seconds of asystole. The device was reprogrammed to cautery mode and the patient was going to be checked the next day. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Review of evidence submitted by the field indicated that the noise on the ventricular channel appeared to be consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy. Please refer to the description for more information regarding the specific circumstances of this event. Correction to field bsc aware date. Supplemental report filed for correction to this field: bsc aware date was incorrectly input as (B)(6) 2020 and should have been (B)(6) 2020.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited right atrial (ra) and right ventricular (rv) noise and intermittent oversensing during the implant procedure. The rv noise was present when the pocket was massaged. Boston scientific technical services (ts) discussed that the rv noise looked to be air bubbles escaping one of the header ports in the device. There was no report of pacing inhibition with greater than two seconds of asystole. The device was reprogrammed to cautery mode and the patient was going to be checked the next day. No adverse patient effects were reported.